Event description:
It was reported that the insertable cardiac monitor (icm) exhibited noise due to electromagnetic interference (emi) and caused a false tachycardia episode. No intervention was performed. There were no patient consequences. The patient will continue to be followed normally.

Manufacturer narrative:
Further information was requested but not received.